Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) and this transvenous implantable lead exhibited intermittent high pacing impedance and noise on ventricular channel since implant. Invasive investigation revealed a slightly loose rate/sense setscrew.